Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported to integra that a 00mlx mlx 300 xenon lightsource was used on (B)(6) 2017 during an unspecified procedure. It was stated that the device was burning the end of the fiberoptic cables. There was no patient contact or injury. No surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. A visual inspection found the opening of the olympus port is dented. Internal inspection found the heat extended mirror was out of its holder loose in the unit and the clip on the mirror holder was not damaged. Functional testing confirmed that system operation without the hot mirror in place allowed the full intensity of the high energy beam to be emitted. The root cause was likely due to a concussion that caused the hot mirror to be ejected from its holder and resulted in the full intensity of the beam to be emitted, burning the end of fiber optic cables. The reported complaint is confirmed. Physical damage, no manufacturing or design related issues were confirmed. The root cause is not conclusively determined.